Event description:
The ge oec 9800 fluoroscopy system was reported to have booted up and started x-raying (as described assumed system lock-up). A re-boot corrected the malfunction.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to a defective fluoro functions board to repair the malfunction. Additionally, the power cord plug was repaired for a faulty ground plug. Note: it is not possible for the system to be turned on or booted up and have uncommanded x-ray. Safety features prevent any uncommanded fluoro during system boot up. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.